Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the rptr: upon firing the instrument, the closure was easy and firing was easy but the open staple falls down in the abdomen (situs) of the pt and the rejected colon was practically opened. The surgeon states that it appears that no diverticulum had been in the magazine. There was no fluid leakage. No unanticipated blood loss occurred. Suction and aspiration was necessary to remove the staples in the situs and another cartridge was fired more distally. Unanticipated tissue loss occurred as a result. Operative time was not extended by more than 30 minutes.